Event description:
It was reported that intermittently the cartridge was only able to be filled with 200 units of insulin out of 280 units of insulin. The customer alleged the cartridge bag did not expand. There was no reported adverse impact to customer's blood glucose level. The customer changed the cartridge and was able to successfully resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.